Manufacturer narrative:
Testing was performed at alere (B)(4) on retained device lot e03388 associated with kit lot e03885 with the following presumed negative urine samples and positive controls. All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot e03388 were reviewed. This lot met the required release specifications. A review of the complaints reported false negative related to lot number e03388 showed no similar complaints. The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
The customer reported a faint positive result was obtained with the alere binaxnow streptococcus pneumoniae antigen card test which was repeated and the same result occurred. A second sample was tested with a negative result obtained. Based on the information available, it appears a malfunction may have occurred with the conflicting binaxnow streptococcus pneumoniae antigen card tests. The sample type tested was not reported. In a worst case scenario if cerebral spinal fluid (csf) was used, a false negative result could have occurred. A false negative result may cause a delay in the patient receiving appropriate therapy. As meningitis is a serious, lifethreatening condition delays in treatment may have severe consequences; therefore, this is a reportable event. The patient outcome in this case is unknown. This MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd , 2018 at alere (B)(4).